Event description:
Pt's blood sugar levels kept fluctuating [blood glucose fluctuation]. Pt admitted to hospital with diabetic ketoacidosis [diabetic ketoacidosis]. Suspected insulin pen was leaking [device leakage]. Case description: see scanned page. This spontaneous case from (B)(6) was reported to us "pt admitted to hospital with diabetic ketoacidosis", "pt's blood sugar levels kept fluctuating" and suspected insulin pen was leaking" and concerns a (B)(6) female pt treated with levemir penfill from (B)(6) 2012 and novopen 4 from an unknown date to an unknown date due to type 1 diabetes mellitus. On (B)(6) 2012, the pt was admitted to children's department with diabetic ketoacidosis. According to hospital¿s procedure, the pt was treated with intravenous insulin and rehydration. The following day in the evening, once stabilized, the pt's usual insulin regimen (levemir +novorapid) was resumed using the pt's novopen 4. The night hospital staff suspected that pt's insulin pen was leaking and as pt¿s blood sugar levels kept fluctuating, next day the pen was disassembled and inspected. A broken needle was found in the rubber bung of the levemir cartridge from outside and they believe this might have caused fluctuating levels as the pen was not administering insulin properly. The outcome of events was reported as "recovered" on (B)(6) 2012. Outcome of "novopen4 leakage" was not reported. Pt is now doing well, using a new pen and cartridge.